Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 293780001, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was in the wrong location. It was noted there was too much stimulation in the patient's stomach. The patient wanted stimulation more in her mid-back. It was noted that a lead revision was performed. The lead was pulled down one vertebral space during the revision. It was further noted there were no patient symptoms or injuries related to this event.